Manufacturer narrative:
This report is submitted august 8, 2018.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator. Subsequently, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection.